Event description:
The report stated that following the procedure, a l-shaped burn was discovered on thigh where the pt return electrode had been located. It was described as a 1st degree burn which was healing well as of two weeks after the procedure.

Manufacturer narrative:
(B) (4). The site has indicated that the pad was discarded and is not available for investigation. The generator used in the procedure was returned, tested and found to function to specification.